Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 25 and 36 hours. Patient was not sure of insulin delivery. When the pod was removed from the infusion site on the back, the pod's cannula was found bent. As treatment, two bolus injections were administered, and a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The patient history buffer (phb) data showed an initial struggle to connect to the continuous glucose monitor (cgm) by showing a stretch of -2 invalid estimated glucose values (egv) but was eventually able to connect to the cgm and provide the user with valid egvs. The pod functioned as intended. Abbott was notified of the sensor issue on 17-mar-2026.

Manufacturer narrative:
D4 model, catalog and primary UDI numbers were updated.